Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted for high pacing thresholds. During the laser extraction, the lead unravelled and the helix was left in the patient. A new lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.